Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional had called in reporting seeing many artifacts on the right ventricular (rv) lead. The patient has a history of atrial fibrillation and apparently, the lead was dislodged and sensing atrial signals on the ventricular lead. No adverse patient effects were reported. This rv lead remains in-service. Multiple attempts were made to obtain information regarding plan and resolution to the event but unfortunately there was no further information available.

Event description:
It was reported that the healthcare professional had called in reporting seeing many artifacts on the right ventricular (rv) lead. The patient has a history of atrial fibrillation and apparently, the lead was dislodged and sensing atrial signals on the ventricular lead. No adverse patient effects were reported. This rv lead remains in-service.